Event description:
User reported that the pt required packed rbc's. About half way through infusion of second unit of packed rbc under pressure the rn noted the infusion stopped. No alarms sounded on the infuser and there were no bubbles noted in the filter with gas vent. They assured all clamps were open. The IV line was patent as another IV was attached via a "y" site and that line was running without difficulty. After procedure completed they detached the tubing at the most distal connection and was able to infuse fluid with gravity. No injury to pt.